Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a prismaflex st150 set leaked near the bottom of the filter, near the filter pressure pod. No obvious cracks were noted. The was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set showed the access pre pump line to be perforated near the support plate, which allowed the leakage event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. A previous corrective action preventive action record was opened to investigate and address this issue. Should additional relevant information become available, a supplemental report will be submitted.